Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high right ventricular (rv) lead pacing thresholds were noted as well as intermittent capture. The device was reprogrammed manually and the patient was confirmed to continue to be monitored. No adverse patient effects were reported. Additional information received noted this rv lead was explanted due to chronically high pacing thresholds and will not be returned. No additional adverse patient effects were reported.